Manufacturer narrative:
No devices were received; therefore the condition of the components is unknown. The device history records for this lot were reviewed and no deviations or anomalies were identified. This device is used for treatment. This device was manufactured in april 2009, with an approximate field age of 6 years 8 months, and has been used in an unknown number of surgeries. Per the instrument/provisional use and care package insert, all instruments/provisional should be inspected carefully prior to each use and any devices with damage or wear that may compromise the function of the instrument should not be used. While the device was not returned, given the potential field age of this device, this event can most likely be attributed to wear and tear of the device over the life of the instrument.

Event description:
It is reported that a provisional fractured during the trialing process of a knee arthroplasty.